Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported problem of 'repeated reload new line error' was confirmed in the event history log (ehl) through 'reload set!' Messages and reproduced during service. Evaluation found the caused to be a failed ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would instruct to close the door when trying to load a new line. After the door closed, it would then say reload line, air may be in line even when there was no air present (the same screen that was shown when loading an empty line). It could repeatedly load a new line and still gets this message. The event happened during programming/setup at the intensive care unit. There was no patient involvement. No additional information is available.